Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer had paramedic assistance on (B)(6) 2018 due to low blood glucose level of 40 mg/dl. The customer¿s blood glucose level at the time of the call was 43 mg/dl. The customer was treated with food for low blood glucose level. The customer¿s wife reported that customer had also experienced convulsions. The customer¿s wife stated that the drive support cap appeared to be normal. The customer¿s wife alleged the insulin pump for over delivery as they had low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at reservoir tube window, reservoir tube window corners and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker.